Manufacturer narrative:
Follow-up #1: date of submission 06 oct 2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/11/2017 with the following findings: review of the black box data and alarm history revealed several call service (145) alarms for occlusion occurring due to high force. On investigation, the pump was powered on and exercised for 24 hours without any call service alarms occurring. Investigation did not duplicate the complaint. The force sensor unit was evaluated and found to be within required specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.